Event description:
Customer reported device = 466 mg/dl at 11 pm. Customer was concerned with the result and went to the hospital. One hour later, emergency room (ER) device = 505 mg/dl. Customer was treated with insulin, a blood pressure pill, and an IV. No controls were used. A request was made for return product and replacement product was sent.